Event description:
It was reported that the ICD treatment was inadequate during cardiac contractility modulation stimulation. Upon review of data and session records, the vf episode was found to be due to noise coupled with both sensed and paced ventricular complexes. Lead damage suspected.

Manufacturer narrative:
No medwatch form was received.